Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (Bathroom) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 193, 186, 209, 282 and 311 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to improper storage of test strips, a back to back blood test was not performed by the customer during the call on (B)(6) 2017. The customer did not have another vial of test strips. The product is not stored according to specification and is stored in the bathroom; customer was instructed on proper storage. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer is concerned with all fasting results obtained.